Manufacturer narrative:
In addition to the findings in b5, evaluation found the knife wire was deformed and bent, foreign matter was attached to the knife wire and the wire sheathing was torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the deformed knife wire and the cover was peeled and knife wire was exposed could not be determined, likely factors causing the defect could have been the following: based on the investigation result, it is possible that a force was applied to the distal end of the device during device handling as described below. This might have caused the cutting wire to deform. ·when pre-curved stylet was removed. ·when an attempt was made to curve the distal end of the tube. ·when the device was inserted into the endoscope. ·when an attempt was made to extend the distal end of the tube while the forceps elevator was raised. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. ·the knife wire was deformed and the coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the balloon dilator v with knife the cover was peeled and the knife wire was exposed. The issue occurred during a endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.